Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem would intermittently not recognize a battery pack and intermittently charge a batter pack. The cause for the inability to charge a battery pack was a defective u13 (8-bit cmos flash micro-controller) component. The root cause of the defective u13 component cannot be positively identified. No adverse event resulted from the defective u13 component. The last pt to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) would intermittently not recognize a battery pack. The last pt to use this charger/modem did not report any deficiencies.